Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure, a faradrive device was selected for use. This was the physician's first opal case. Pre-mapping was conducted using the farawave nav, followed by ablation of the vein and posterior wall. During the procedure, the sheath valve began leaking blood. A flutter was induced, and a radio frequency catheter was pulled. The sheath valve experienced a slow to fast drip, which became more significant with the stablepoint catheter in place. The physician became concerned, so a 9fr sheath was inserted into the faradrive, and the stablepoint catheter was introduced through the 9fr sheath, which resolved the leaking issue. The procedure was completed without further complications. No abnormalities were observed during preparation, and there was no known damage to the luer. The sheath was connected to a pressure bag with an unknown flow rate. No air was detected in the sheath or patient. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed no abnormalities. The sheath was able to successfully pass leak and aspiration testing. No defects were seen on the integrity of the flush lumen and the hemostatic valves that could have caused blood in the sheath and leakage.

Event description:
During an atrial fibrillation procedure, a faradrive device was selected for use. This was the physician's first opal case. Pre-mapping was conducted using the farawave nav, followed by ablation of the vein and posterior wall. During the procedure, the sheath valve began leaking blood. A flutter was induced, and a radio frequency catheter was pulled. The sheath valve experienced a slow to fast drip, which became more significant with the stablepoint catheter in place. The physician became concerned, so a 9fr sheath was inserted into the faradrive, and the stablepoint catheter was introduced through the 9fr sheath, which resolved the leaking issue. The procedure was completed without further complications. No abnormalities were observed during preparation, and there was no known damage to the luer. The sheath was connected to a pressure bag with an unknown flow rate. No air was detected in the sheath or patient. The device is expected to be returned for analysis.